Manufacturer narrative:
Two knife samples were received by manufacturing for evaluation. One sample was received wrapped in gauze and one was received inside of an opened blister package. The samples were visually examined per facility procedure and were found to be nonconforming with an incorrect bend angle. A review of the related device history records (DHR) for the reported lot number has been performed and no anomalies were found. The product was produced on the assemble and bend machine (abm). The product was released according to the manufacturer's acceptance criteria. A complaint history examination indicates that this is the first complaint for the reported issue associated with the reported lot number. Knives are first assembled in a straight form and then bent to the desired angle and direction of the bevel. The root cause for the incorrect bevel is that the blade was placed into the assembly fixture backwards and then assembled with the bevel facing in the wrong direction. When the knife was then angled, this caused the knife to be bent in the opposite direction. This defect was not detected by the operators during their bending process. Investigation photos of the returned samples have been be reviewed with the applicable production personnel to raise awareness of this issue and documented on the facility's CAPA/review training form. An action plan has been initiated to address the incorrect bevel issue. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A doctor reported that two knives were noted to be bent in the wrong direction prior to surgery which left the bevel on the wrong side of the blade. There was no patient involvement. Additional information has been requested.